Manufacturer narrative:
Date sent to the FDA: 6/2/2020.

Manufacturer narrative:
Date sent to the FDA: 05/10/2024. Additional b5 narrative: it was reported that following procedure, the patient experienced adhesion and hernia recurrence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 05/20/2024. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 due to a continuing draining wound, during which the surgeon noted ¿granulation tissue that stuck through her wound was actually exposed to the mesh, which had also eroded into an adjacent loop of small bowel creating an enterocutaneous fistula. Because of the mesh infection, the mesh was removed along with 15 cm of small bowel.¿ it was reported that the patient underwent it was reported that the patient experienced severe pain, bowel issues and drainage of purulent discharge from incision. No additional information is provided.